Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) upper display got scrambled/distorted. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) reported that they replaced the video generator board kit. The unit passed all functional and safety tests and was returned to customer. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following parts associated with this complaint: kit, display monitor to video gen board. These kit's parts were received with a reported unit failure message of upper display lcd flickering, static, distorted. Performed visual inspection of all parts of kit received and part looks to be in good condition. Installed the all parts of kit into the cardiosave test fixture and tested all parts together to the factory specifications per procedure and the cardiosave service manual. The failure analysis and testing department could not verify the failure of upper display lcd flickering, static, distorted for following parts: kit, display monitor to video gen board the kit passed testing. Retaining the following part of kit in fat dept. As per procedure. Kit, display monitor to video gen board. Sending the following parts of kit to the supplier as per procedure. Video gen board. The fat dept received video gen board from the supplier. The supplier evaluation states the following: 1. Perform visual check result: no abnormalities found. 2. Board was re-tested at fct result: passed results at inspection and test is good and no abnormalities was detected. Board was ndf the fat dept will retain this part as per procedure. Video gen board will not be sent to the supplier as this board was accidentally scrapped. Investigation is complete.

Event description:
N/a.